Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100726327, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) had peyronies disease and that the device was undersized. A surgical procedure was performed to remove and replace the ipp with an appropriately sized cylinder. No further patient complications were reported.